Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will be generated.

Event description:
Provider alleges the consumer alleges the gauge on his scooter allegedly caught fire.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that the most likely cause of the thermal event was external to the device.

Event description:
Provider alleges the consumer alleges the gauge on his scooter allegedly caught fire.